Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed pocket infection. The patient presented on (B)(6) 2019 for procedure and the system was explanted. The patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned for analysis. Analysis was normal. No anomalies were found.